Manufacturer narrative:
Product development investigation was completed. The investigation summary indicates that: it was reported that the tip of the cannulated 4.0mm hexagonal screwdriver shaft is broken. This was discovered in sterile processing department. There was no patient or procedure involved. Customer quality (cq) engineering investigation: this complaint is confirmed. The distal tip is broken as reported. All 6 sides of the hex tip have oblique fractures. The broken off tip fragment(s) were not returned. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. A visual inspection under 5x magnification, dimensional inspection, device history record (DHR) review and drawing review were performed at cq for the returned device as part of this investigation. No product design issues or discrepancies were observed. The distal tip is broken as reported. All 6 sides of the hex tip have oblique fractures. The broken off tip fragment(s) were not returned. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. No new malfunctions were identified as a result of the investigation. Most likely due to excessive force on the returned 17 year old cannulated screwdriver shaft. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records was conducted. The report indicates that the: part number: 314.23, synthes lot number: 4098526, release to warehouse date: 12 may 2000, manufactured by synthes (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this products, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement was reported. Date of device breakage is not known. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the cannulated 4.0mm hexagonal screwdriver shaft is broken. This was discovered in sterile processing department. There was no patient or procedure involved. This report is for one (1) cannulated 4.0mm hexagonal screwdriver shaft this is report 1 of 1 for (B)(4).